Event description:
It was reported to medtronic minimed that the customer experienced no delivery/occlusion alarm, pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor). The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed and the insulin pump was not rewinding. The customer confirmed insulin did not exit during 5u fill cannula or pump alarmed. The customer was unable to complete set change. No harm requiring medical intervention was reported. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to verify rewind anomaly and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. Successfully downloaded pump traces and history file using thump. No delivery alarm/insulin flow blocked alarm was found on: (B)(6) 2024 11:42:29.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. (B)(6) 2024 11:47:27.000 alarmalertnotification (40) faultnumber: nodelivery (7) during prime. (B)(6) 2024 11:48:35.000 alarmalertnotification (40) faultnumber: nodelivery (7) during prime. (B)(6) 2024 12:02:22.000 alarmalertnotification (40) faultnumber: nodelivery (7) during prime. (B)(6) 2024 12:03:56.000 alarmalertnotification (40) faultnumber: nodelivery (7) during prime. (B)(6) 2024 12:05:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. (B)(6) 2024 12:15:12.000 alarmalertnotification (40) faultnumber: nodelivery (7) during prime. (B)(6) 2024 12:55:53.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. (B)(6) 2024 13:08:26.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. (B)(6) 2024 13:09:45.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. Unable to test for no delivery alarm/insulin flow blocked alarm due to critical pump error (open book image) alarm. No delivery alarm/insulin flow blocked alarm was unknown. Pump error 43 alarm was found on: (B)(6) 2024 01:13:53.000 and (B)(6) 2024 01:23:00.000. Critical pump error (open book image) alarm and pump error 35 alarm confirmed in the formatted history file on (B)(6) 2024 22:28:38.000 and (B)(6) 2024 22:38:00.000. Pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2, force sensor and motor assembly noted. Pump error 43 alarm was confirmed according in the formatted history file due to corrosion on the pcba 1 and pcba 2. Please see below for pump error(s)/alarm(s) noted 2 days prior to the event date 22-jul-2024 in the formatted history file. Lostsensor1alert (780) was found on: (B)(6) 2024 14:20:00.000, (B)(6) 2024 14:30:00.000, (B)(6) 2024 15:20:00.000, (B)(6) 2024 15:30:00.000, (B)(6) 2024 17:18:00.000, (B)(6) 2024 17:28:00.000, (B)(6) 2024 18:41:00.000, (B)(6) 2024 18:51:00.000 and (B)(6) 2024 20:04:00.000, (B)(6) 2024 20:14:00.000. Lostsensor2alert (781) was found on: (B)(6) 2024 20:34:00.000. Unable to test or lost sensor alert due to critical pump error (open book image) alarm. Lost sensor alert was unknown. Insert battery alarm was found on: (B)(6) 2024 20:34:00.000, (B)(6) 2024 01:27:57.000 and (B)(6) 2024 11:44:42.000. Failed battery alert/battery failed alarm was found on: (B)(6) 2024 01:23:30.000, (B)(6) 2024 01:24:03.000 and (B)(6) 2024 01:24:30.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2024 at 7:24:56 am. There was no power data available for the event date of 22-jul-2024. Unable to check power data for failed battery alert/battery failed alarm. Unable to test for failed battery alert/battery failed alarm due to critical pump error (open book image) alarm. Failed battery alert/battery failed alarm was unknown. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a stained keypad overlay, a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. Unable to verify rewind anomaly, test no delivery alarm/insulin flow blocked alarm and perform the required testing due to critical pump error (open book image) alarm. Customer alleged for rewind anomaly and no delivery alarm/insulin flow blocked alarm were unknown. Critical pump error (open book image) alarm confirmed due to fatal alarm pump error 35. Critical pump error (open book image) alarm and pump error 35 alarm confirmed due to corrosion on the pcba 1, pcba 2 and force sensor. Pump error 43 alarm was confirmed according in the formatted history file due to corrosion on the pcba 1 and pcba 2. During visual inspection, corrosion was also found on the motor assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.